Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, on an unreported date, the patient visited the emergency room and was treated with unspecified antiemetics (drug names, doses, routes, frequencies, and durations not reported) for the event and the patient was sent home. It was also reported on an unknown date after the completion of antibiotic therapy (also reported as 10 days), while the patient was recovering the patient relapsed with nausea, vomiting, abdominal pain and effluent (further not reported) considered manifestations of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently relapsing peritonitis, coincident with peritoneal dialysis therapy. The peritonitis and relapsing peritonitis were manifested by nausea, vomiting, abdominal pain, and cloudy effluent. The cause of the peritonitis and relapsing peritonitis was reported to possibly be due to peritoneal dialysis catheter colonization by biofilm, but as no malfunction was reported, the cause of the peritonitis and relapsing peritonitis is assessed as unknown. On unreported date(s), the patient was self-treated with ancef for two days (route, dosage, and frequency not reported), and self-treated with vancomycin and fortaz (routes, dosages, frequencies, and durations not reported) for the peritonitis event. Antibiotic treatment was reported to be completed after two weeks. Treatment for the relapsing peritonitis was not reported. On the same day this report was received, the peritoneal dialysis catheter was removed. The patient was started on hemodialysis therapy and will attempt to resume peritoneal dialysis therapy approximately one month from the date this receipt was received. It was not reported if the patient was recovered or was recovering from the peritonitis or the relapsing peritonitis events. No additional information is available.